Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/06/2016. The fse observed buildup on the bsv, which the customer stated they have had to clean frequently. The fse ordered and replaced the bsv and the bsv actuator. The actuator would not fully segment the bsv and the fse installed the original actuator onto the new bsv assembly and confirmed mode to mode reproducibility and verified and validated the system. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported that quality controls run in primary mode recovered high on red blood cells (rbc) and low on white blood cells (wbc); the customer performed troubleshooting by cleaning and cycling the bsv (blood sampling valve) which worked for a short time, but the issue returned. A service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.